Event description:
A malfunction alarm was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Customer reverted to an alternate method of insulin therapy.